Event description:
It was reported that the customer had consistent no delivery alarms and has already done the testing. The family members stated that the customer has not been on the pump since few days ago due to the alarms. It was mentioned that the customer was using manual injections at time of call. During the call the family member reported that the customer was admitted into ICU several weeks ago. Later the family member called back and stated that the alarm occurred during manual prime. Troubleshooting was performed. Advised family member to change the infusion set when getting the no delivery alarms.